Event description:
It was reported that the patient connector could not be connected to the titanium adapter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no issues noted. The interior diameter of the patient connector was measure and was found to be out of specification. The sample evaluation confirmed the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be a manufacturing issue. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.